Event description:
It was reported that during heartmate 3 (hm3) implant, the patient's impella cp device was removed and their mean arterial pressure (map) dropped quickly to the 20's. As a result, the patient was placed on bypass via central cannulation. The implant procedure went as intended but when the pump was started, flow remained at 0 liters per minute (lpm). The surgeon removed the pump, ran it in sterile saline, and it ran appropriately. The surgeon cleaned out any potential obstruction in the ventricle and reattached the pump to the apical cuff. The surgeon meticulously deaired and experienced the same phenomenon. Anesthesia observed air from the pump flow into the left ventricle when speed reached greater than 4400 revolutions per minute (rpm). It was decided that the hm3 would be exchanged for a different hm3 pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6) . Review of the patient¿s submitted log files confirmed constant low flow events as low as 0.0 lpm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 1 hour and 15 minutes of data on (B)(6) 2022 starting at 11:46:25. The flow was recorded at 0.0 lpm throughout the majority of data captured within the log file despite various speed adjustments between 3000 revolutions per minute (rpm) to 5100 rpm. The log file captured temporary increases in flow during the first attempt to run the pump of 0.6 liters per minute (lpm) at 12:11:41, 1.0 lpm at 12:23:41, up to 0.6 lpm between 12:54:19 to 12:55:40, and 0.3 lpm at 12:59:19. The log file recorded the flow at 0.0 lpm before and after these events. The pump was later reconnected to power on a controller with the timestamp set to 12:25:06 on (B)(6) 2022. The log file recorded approximately 1 minute of data where the flow was captured between 1.1 lpm to 1.8 lpm while the pump was operating between 3500 rpm to 4000 rpm. These events appeared consistent with the report that the pump was run in saline after it was removed from the patient. The controller periodic log file contained 1 line of data on (B)(6) 2022 at 12:45:15. The flow was recorded at 0.0 lpm.(B)(6) was returned with the pump cable intact. The apical cuff, outflow graft, and outflow graft bend relief were not returned. Examination of the textured blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The cuff lock locking arms appeared free of damage. The cuff lock, motor cap, and apical sealing ring were measured and were within manufacturing specifications. Review of the manufacturing documentation found no deviations during installation, testing, and inspection of the cuff lock during pump assembly. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 30aug2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures," provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. The IFU provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-00525.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.